Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient did not have asr, but was revised to address pain, instability and leg length inequality. Doi: unk - dor: (B)(6) 2011 (right hip). Update 8: (B)(6) 2011 - litigation papers received, there is no new information that would change the outcome of this investigation. Update implant date update: (B)(6) 2012 - pfs was received from legal. Part/lot information was identified. Update: amended litigation papers received (B)(6) 2014. Litigation alleges swelling, inflammation, infection, tissue and bone damage, adverse reaction to metal debris and lack of mobility. Date of implant has also been provided. It should be noted that general litigation pertains to metal on metal issues. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on (B)(6) 2014. Update has been electronically attached to the complaint document. Update rec'd (B)(6) 2014 - pfs and medical records received. A correct doi was given. After review of the medical records the revision operative note indicated the patient was also revised for leg length discrepancy, so the stem is being added to the complaint. Only the head (no stem) was revised to correct the discrepancy. It should be noted the patient had a poly insert implanted during the primary operation and there was no mention of metal debris as alleged in litigation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records and x-ray(s) were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update ad 30 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what was previously reported, patient was revised to address loosening of the cup.